Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate after loading a cartridge. Reportedly, after loaded the cartridge with approximately 300 units of insulin the insulin gauge displayed 125 units. Customer was able to reload the cartridge and receive an accurate insulin gauge reading. Customer's blood glucose level was 186 mg/dl. Customer indicated they will continue to use the pump for insulin therapy.